Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar energy repeatedly faulted. The site replaced the instrument, replaced the energy cord, swapped energy ports, and power cycled the erbe generator, with no resolution. The system was also power cycled, but error c-34 continued to occur. The surgeon worked with bipolar energy to continue the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and fa confirmed the reported issue via system logs. The issue was replicated during testing, with c-34/c-00 errors appearing at startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.